Event description:
It was reported that the multigen radiofrequency generator was being used in a procedure when a high impedence message displayed on the screen, resulting in the procedure being rescheduled after the patient was under local anesthesia. There were no patient or user injuries and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation is completed.

Event description:
It was reported that the multigen radiofrequency generator was being used in a procedure when a high impedence message displayed on the screen, resulting in the procedure being rescheduled after the patient was under local anesthesia. There were no patient or user injuries and no adverse consequences.

Manufacturer narrative:
The contract manufacture was not able to confirm the reported event. As no issue was found with the multigen during the device inspection or the electrodes or cables during troubleshooting, it is unlikely that the reported event was due to a device issue. Based on the IFU possible causes could be due to the electrode or cables not being secured, the electrode not being fully inserted into the cannula, the grounding pad cable connection not being secure, the ground pad placement not being secure, the cannula placement not being correct, or the bipolar/monopolar mode being selected incorrectly. The device was returned to the customer.